Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened/used reservoirs were evaluated and inspected for anomalies and none were found. All of the reservoirs were pre filled and tested; no air bubbles were noted during testing. No defects were found on the o-rings.

Event description:
It was reported that the customer has air bubbles. Troubleshooting occured. No additional information is provided.